Manufacturer narrative:
In previous follow-up MDR, date received by manufacturer was erroneous or missing: it should have been (B)(6) 2014.

Event description:
Follow-up was performed on (B)(6) 2014. Printouts of the cardiac frequency curve in the summary screen is abnormal and shows data after the date of the follow-up.

Event description:
Follow-up was performed on (B)(6) 2014. Printouts of the cardiac frequency curve in the summary screen is abnormal and shows data after the date of the follow-up.

Manufacturer narrative:
Refer to the attached analysis report.

Event description:
Follow-up was performed on (B)(6) 2014. Printouts of the cardiac frequency curve in the summary screen is abnormal and shows data after the date of the follow-up.